Event description:
It was reported that the patient's vns was disabled 6 months ago due to possible bradycardia by the patient's neurologist. However following vns disablement, patient experienced significant increase in seizures. The patient was hospitalized into ICU for the seizures and bradycardia in (B)(6) 2015 while the device was disabled. The attending neurologist mentioned that the patient's bradycardia was not related to vns therapy and programmed the vns back on. The physician believes that the bradycardia was due to patient¿s high fever. The patient¿s generator was interrogated and diagnostics taken showed normal device function. Both the nurse and patient's parents were instructed on how to use the magnet to turn off the device quickly if turning on the vns were to affect her heart rate. The patient's vns settings were again increased and a system diagnostics confirmed results within normal limits. Attempts to obtain additional relevant information from the patient's neurologist have been unsuccessful to date.